Manufacturer narrative:
(B)(4). Final analysis confirmed the reported backup operation but the root cause could not be identified. The device exhibited burn marks on the device can suggesting exposure to electrocautery.

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. The device was attempted to reprogram but was unsuccessful. The device was explanted and replaced. No patient symptoms were reported.